Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump ran out of insulin during the night resulting in a blood glucose level of 406 mg/dl. The customer attempted to deliver a bolus, but received a motor error alarm and a no delivery alarm. During troubleshooting, the insulin pump passed the displacement test. The insulin pump was not replaced or returned for analysis.